Manufacturer narrative:
A labeled winding former with a needle and needle suture piece in a pink sponge and one labeled winding former with two needle-suture pieces inserted in a pink sponge and of product code z953 were returned for analysis. The product code is double armed. During the visual inspection of the sample #1 the swage and attachment area of needles were as expected and a suture piece still was attached to barrel needle of one needle and the end of the suture was cut appears to be by use of the surgical instrument and no needle pull off was noted; the hole barrel of the second needle was examined under 20x magnification and no suture remnant was noted and the other section of the strand was not sent for evaluation to determine the assignable cause. In visual inspection of the sample #2 the swage and attachment area of needles were as expected and a suture piece still was attached to barrel needle and the ends of the sutures were cut appears to be by use of the surgical instrument and no needle pull off was noted. A functional test could not be performed due to condition of the samples. It could not be determined what may have caused the reported incident of: ¿the needle had been missing when the surgeon handed over the suture to a nurse¿.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: did the needle fall into the patient? => no. The needle was found on the floor. If yes, was the needle removed, and how? => n/a . Were x-rays taken to locate the needle ? => yes. Was the patient brought back to or to have needle removed or was the needle removed during the initial procedure? => no. Was there any additional tissue damage as a result of searching for the needle? => no. What was the size of the needle used? => tf plus, 13mm. Was more than half the needle retained in the patient? => no."

Event description:
It was reported that a patient underwent a pancreaticoduodenectomy on (B)(6) 2018 and suture was used. The staff reported that the needle was missing when the surgeon handed the suture to staff after the anastomosis of the pancreatic duct and jejunum by continuous suturing. The needle pulled off the suture and was found on the floor. There were no adverse consequences to the patient.